Event description:
It was reported that the artificial urinary sphincter (aus) device was not working. The cuff was replaced, but it still did not work, so the physician decided to replace the pump and balloon. In the process, the bladder was compromised and implant of the new pump and cuff aborted. The cuff was left implanted with a deactivation plug. It was stated the patient would present for further revision in the future once the bladder had healed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.